Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained just" above the bifurcation via a 5f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the site also. It was reported that during pullback, the balloon lost pressure and the device and guide wire came out of the patient's body. The balloon was ruptured. The physician was able to maintain access and the guide wire was reinserted into the sheath. The sheath was sutured in and no other closure device was used. The sheath was removed approximately 2 hours post procedure and 15-20 minutes of manual compression were applied to the access site. Hemostasis was achieved. The patient was reported as "fine' and hospitalized for reason unrelated to the mynx device/mynx procedure. The patient's discharge date was not provided. No further information is available.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak ws a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1307807) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.